Event description:
It was reported that the patient was scheduled for a revision in 5 days due to the lead moving. They did not know why the lead moved. The lead was placed retrograde into the sacrum. It was noted that a healthcare provider (hcp) saw the patient 1-2 weeks ago. It was later reported that the lead was revised successfully. The coverage felt better than it did at the original implant.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient had noticed a change in stimulation and increased pain. An x-ray was taken and the lead movement was noted. Both leads were repositioned and the event was considered resolved without sequelae.

Manufacturer narrative:
Concomitant products: product ID 3487a-56, lot# va0mnm8, implanted: (B)(6) 2014, product type lead; product ID 3487a-56, lot# va0mffq, implanted: (B)(6) 2014, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).